Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had small gel bubbles and gel smearing in varied amounts.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had small gel bubbles and gel smearing in varied amounts.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to oil gel globules was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and no issues pertaining to oil gel globules was observed. Root cause description: based on evaluation of the customer photos, the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and no issues pertaining to oil gel globules was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.